Event description:
The patient contacted animas on (B)(6) 2012 and stated that the up and down arrow keypad buttons were stuck and not responding. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): testing confirmed the "down" and "up" keys have intermittent response. The pump was returned with torn keypad near the "ok" key. Keypad was removed to investigate: evidence of keypad contamination was located under "contrast", "down" and "up" contact button. Unrelated to this complaint, the audible sound level was below specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.